Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a faulty force sensor. Further testing could not be performed due to the prime anomaly. The device had missing end cap sticker.

Event description:
The customer reported having high blood glucose. The blood glucose reading at time of call was 209mg/dl. The customer experienced urination, stomach upset, tongue thick and diarrhea. The customer stated that she treated with additional basal and bolus through the insulin pump. Troubleshooting was performed, and the drive support cap appears to be normal. The time, date, basal rates, and bolus wizard settings were correct. Assisted the caller to run a manual prime test and the insulin did exit. Performed the high pressure test and the test failed twice. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.